Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 29 april 2020: lot 175026: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch review performed by medacta regulatory affairs department on 29 april 2020: shoulder system 04.01.0006 std humeral diaphysis - cementless - 11 (k170452). Lot 172245: (B)(4) items manufactured and released on 31-aug-2017. Expiration date: 2022-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452). Lot 174282: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452). Lot 174647: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0167 glenosphere 32xø22 (k170452). Lot 163793: (B)(4) items manufactured and released on 20-dec-2016. Expiration date: 2021-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm (k170452). Lot 173414: (B)(4) items manufactured and released on 21-jun-2017. Expiration date: 2022-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 (k170452). Lot 174283: (B)(4) items manufactured and released on 20-oct-2017. Expiration date: 2022-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 years and 3 months after primary due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.